Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter was charged more than 2 hours, but the transmitter was unable to make connection with pump. Lights were not blinking when test strip was connected. Customer had an old transmitter that was out of warranty as backup at home. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and customer was advised to wait 10 seconds before connecting transmitter to tester, connect the tester, and watch for the green led to blink several times on the transmitter but transmitter was not working. No harm requiring medical intervention was reported. No product return is required for mmt-7841zw.